Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was tested; the failure was confirmed. Pil found that this speaker failed due to an open resistance to the voice coil of the speaker. Pil concluded that the removed speaker was faulty.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, ""check vent: primary alarm failed" (diagnostic code 1102), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that that the error, ""check vent: primary alarm failed" (diagnostic code 1102), had occurred while the customer was performing a periodical device check. The investigation is ongoing.

Manufacturer narrative:
It was reported that that the error, ""check vent: primary alarm failed" (diagnostic code 1102), had occurred while the customer was performing a periodical device check. A field service engineer (fse) went onsite and confirmed the error in the event log. The fse replaced speaker #1 to resolve the reported issue. The fse replaced speaker #1 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.